Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 10-may-2016 from a broadcast segment. She had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer reported that after having essure inserted, the first few days passed without any major complication but that within a few months she experienced exhaustion, severe pain, and an inability to have a normal routine and to sleep. Patient also stated that sex was painful and that she experienced constant pain in her side. Patient had a hysterectomy. Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months had severe pain / constant pain in her side. She underwent a hysterectomy. This event, interpreted as pelvic pain, is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information cannot be obtained due to lack of reporter contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.